Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced mild pain at the lead site. The investigator reported the event as device and procedure related. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced mild pain at the lead site. The investigator reported the event as device and procedure related. The event was recovered/ resolved. There was no intervention provided for the mild pain at the lead site. It was noted that patient¿s lead had migrated/ moved. The patient underwent a revision procedure wherein the lead was explanted and replaced. No device malfunction suspected. The patient was doing well postoperatively.